Manufacturer narrative:
The field service engineer determined that the system was not vacuuming out the cuvettes as there was a damaged vacuum pathway. A y joint was replaced in the vacuum pathway and the pathway was cleaned. The customer ran calibration and controls successfully. The investigation determined the issue was resolved by the service actions. (B)(6).

Event description:
The initial reporter stated they received questionable results for 55 patient samples tested with multiple assays on the cobas 6000 c (501) module. Of the 55 samples, 24 had discrepant test results. The incorrect results were reported outside of the laboratory. The samples were repeated on a different analyzer and the repeat results were believed to be correct. Corrected reports were issued for some patient reports. The following assays were affected: albumin (alb), ureal urea/bun, creatinine (creat), gluc3 glucose hk gen.3 (glu), and ise indirect na, k, ci for gen.2. Roche manufactures the following albumin assays: alb2 albumin gen.2, albp albumin bcp, and albt2 tina-quant albumin gen.2. Roche manufactures the following creatinine assays: crep2 creatinine plus ver.2 and crej2 creatinine jaffé gen.2. It was asked, but it is not known which specific albumin or creatinine reagents were used. The alb, bun, creat, and glu reagent lot numbers and expiration dates were requested, but not provided. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.